Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for steering difficulty which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure. The steerable guide catheter (sgc) was advanced and was noted to have an unusual curve at the tip. The clip delivery system anterior/posterior (a/p) steering was noted to be impaired and the device was noted to deflect medially when advancing the delivery catheter. A decision was made to withdraw both the sgc and the cds. There was no adverse patient effect and no clinically significant delay. The procedure was completed using a new sgc and two mitraclips were implanted. The mitral regurgitation was reduced from mr grade 3 to grade <1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: although the difficulty positioning the device was confirmed during returned device testing, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed and the clip delivery system (cds) was able to be removed from the steerable guide catheter (sgc) without any issues. The investigation was unable to determine definitive causes for the sleeve steering issue and the difficulty removing the cds from the sgc.

Event description:
Subsequent to the initial report, additional information was received, indicating that the clip became caught on the soft tip of the steerable guide catheter (sgc), but was able to be freed. No device damage was noted; however, when the sgc was returned, the soft tip was noted to be torn. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although the difficulty positioning the device was confirmed during returned device testing, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for the sleeve steering issue, but attributed the difficulty positioning the dc shaft to the observed bent actuator mandrel; however, a cause for bent mandrel could not be definitively determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch report.